Manufacturer narrative:
A ge service rep performed an over the phone investigation. The fuse was reset during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a stator not on error message. The system will not operate with this error. This error may cause the system to shut down un-commanded. There is no report of injury or death associated with the event described in this complaint.